Event description:
User reported a significant dose hotspot in the inferior corner of an off-axis field. The deviation was detected during treatment planning and had no impact on the patient. The root cause was that the off-axis beam profile correction in the beam model had very high values beyond 20 cm. Clinic had failed to validate the beam model for very large or off-axis fields. They received assistance in adjusting the beam model. This was abnormal use, using the system contrary to instructions. The responsibility of the user to validate the beam model for all clinical situations for which it is to be used is clearly stated in the IFU, giving field size and off-axis fields as explicit examples of what needs to be included. The clinic's responsibility to validate the beam model is also "common knowledge" and has not been disputed by the customers. However, since more than one clinic has been found to use similar, incorrect beam models, a fsn has been issued (similar incident previously reported in 3007774465-2018-00002).

Manufacturer narrative:
The auto modeling in rayphysics beam commissioning may generate beam profile correction values that are unreasonable from a physical point of view for radii points larger than the measured curves. Therefore, some manual tuning is often necessary after the auto modeling. The effect of the values at radii larger than the measured curves, i.e. In the corners of large fields, cannot be viewed in the beam commissioning workspace. Instead, the beam 3d workspace must be used to calculate 3d dose for validation. This issue could lead to local under-dosage, potentially leading to in-effective treatment.

Event description:
Follow-up of report rsl: MDR 3007774465-2018-00004 30600 rs corner dose in large or off-axis fields. User reported a significant dose hotspot in the inferior corner of an off-axis field. The deviation was detected during treatment planning and had no impact on the patient. The root cause was that the off-axis beam profile correction in the beam model had very high values beyond 20 cm. Clinic had failed to validate the beam model for very large or off-axis fields. They received assistance in adjusting the beam model. This was abnormal use, using the system contrary to instructions. The responsibility of the user to validate the beam model for all clinical situations for which it is to be used is clearly stated in the IFU, giving field size and off-axis fields as explicit examples of what needs to be included. The clinic's responsibility to validate the beam model is also "common knowledge" and has not been disputed by the customers. However, since more than one clinic has been found to use similar, incorrect beam models, a fsn has been issued (similar incident previously reported in 3007774465-2018-00002).